Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed a device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.048¿ - 0.226 in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on the instrument main tube is typically attributed to mishandling/misuse. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. The root cause of broken - distal instrument grip cables is attributed to a component failure. A review of the site's complaint history found no other complaints for this product. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17 / lot-sequence# n11201207-0450) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 during a esophagectomy non-transthoracic - transhiatal on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported during a da vinci-assisted esophagectomy non-transthoracic procedure, the instrument jaws would not close. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury.